Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical engineer reported that during the irrigation/aspiration phase of a cataract extraction procedure aspiration was poor. The tip of the irrigation/aspiration handpiece was replaced as it was obstructed. No system message displayed. The case was completed without harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
The customer reported that the system had poor aspiration during the irrigation/aspiration (I/a) mode. There was no patient harm. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The company service representative found that the customers I/a handpiece tip was occluded. The system was manufactured on november 27, 2013. Based on qa assessment, the product met specifications at the time of release. No disposable I/a tip (unspecified product) was returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. The I/a tip is 100% visually inspected during the manufacturing process. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).